Manufacturer narrative:
The root cause for the reported issue of an non infusion of ceftriaxone, (B)(4) was not determined. The reported issue that there was an non infusion of ceftriaxone, (B)(4) it could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the device did not infuse ceftriaxone. The information in patient involvement is not known.